Event description:
During a routine shift check by a clinician, the device made a loud popping sound while performing 200 joule self test and the immediately displayed "error 41". Complainant indicated that there was no pt involvement in the reported malfunction.